Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An ablation procedure to treat atrial fibrillation was performed successfully with a intellanav stablepoint open-irrigated catheter. Post procedure in the recovery room, cardiac tamponade was observed. The physician suspects over-cauterization as the cause. Drainage was performed and the patient is currently stable with no additional complications. The device was discarded and not available for return. Additional information received indicates that a intellamap orion high resolution mapping catheter could have also contributed to the cardiac tamponade. The cause of the tamponade remains unknown. The patient's current condition is fine.